Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported to our sales rep that during an operation with an exeter system, the operating room assistant noticed before implanting the device that there was an alloy at the inner surface of this head. It was further reported that they could use another one instead.